Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter foreign matter contaminated. T)¿ the following information was provided by the initial reporter, translated from japanese to english: this is a report about fm in the needle cover of iagbc. According to the customer's verbatim report, black dots can be seen inside the needle cover.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd received a sealed 20 gauge insyte autoguard blood control pro unit from lot 2137476 for evaluation. A review of the device history report was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed black specks of foreign matter (fm) embedded into the needle cover. No fm was found in the fluid path. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the molding process. Burnt embedded resin specks result from material build up in the barrel/screw. As the material flows through the barrel/screw the buildup breaks free and ends up in the mold. Molds are being purged between the lots to avoid the buildup of the burnt/loose material but it can take days for a lot to be completed. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all manufacturing personnel to raise awareness of this defect and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter foreign matter contaminated. T)¿ the following information was provided by the initial reporter, translated from japanese to english: this is a report about fm in the needle cover of iagbc. According to the customer's verbatim report, black dots can be seen inside the needle cover.